Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the physician had difficulty positioning the lead where it would sense adequately. It was noted that the patient was in atrial fibrillation and that the fibrillation waves were very fine. The physician decided to not use the lead, and another lead and a single chamber device were implanted. No patient complications have been reported as a result of this event.